Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates after loading multiple cartridges. Reportedly, the cartridge was filled with 460 units each time. Review of the pump logs showed multiple occurrences where the insulin gauge was not decreasing as expected. The customer's blood glucose level was not impacted. Reportedly, the customer was to continue using the pump for insulin therapy.